Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported sustained hyperglycemia with a highest reported bg of 275 mg/dl despite an infusion set change. After further troubleshooting and supply changes, glucose levels returned to normal range. No symptoms or medical intervention were reported.